Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 456mg/dl. The customer states they treated with bolus from pump. The customer states they tried manual injections, but they were not working. Troubleshoot was conducted. The device alarmed for no delivery during high pressure test. The customer was advised to conduct full set and reservoir change. The device was fond to be operating as designed, and the customer was satisfied. The customer was advised to monitor the device and call back if issues persist.